Manufacturer narrative:
Product event summary: analysis found that the programmer would power down when the radiofrequency (rf) head cable was manipulated. The rf head cable insulation was breached and the head failed incoming functional testing. It was also found that the rf head lens was cracked and the label was delaminated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The radiofrequency head returned as an associated device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.